Event description:
It was reported that a spectrum infusion pump constantly alarmed system error 105 at start up. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom system error 105 alarms through review of the event history log, but did not reproduce it. The eval found that the motor assembly seized at power-up, which is known to cause system error 105 alarms. The failed motor assembly was replaced.